Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not record all of the bolus history. Customer's blood glucose was 300mg/dl at the time of incident. Troubleshooting found that the drive support cap was normal and the site is changed every 3 days with the reservoir changed every 5 to 9 days. It was also found that there was a button error in the pump history. No further details given.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm noted. However, the insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump passed the displacement accuracy test. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus history anomaly noted. The insulin pump has severely scratched display window and cracked reservoir tube lip.